Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a redo transcatheter aortic valve replacement procedure using the evfxplus-26, the right subclavian artery was used for the non-medtronic cerebral embolic protection device, which was used due to the leaflet modification strategy planned during the procedure. However, tortuosity and calcification of the right subclavian artery was identified, and the attempt to deploy the embolic protection device was aborted. The medtronic valve and delivery catheter system (dcs) were inserted and deployed via the transfemoral artery, and the leaflet modification and snorkel stenting were performed as planned. Following the procedure, a developing neck hematoma was identified. Angiography revealed a large pseudoaneurysm distal to the carotid artery, and a subclavian artery injury was identified. Subsequently, the patient underwent brachial artery stenting. Acute blood loss anemia and thrombocytopenia were reported, with hemoglobin decreasing from 13.6 g/dl pre-procedure to 8.2 g/dl post-procedure. It was noted that the patient was given an anticoagulation medication. Post-procedure hypertension occurred, and the beta-blocker medication that the patient was previously taking was up-titrated. The subclavian artery injury was reported as recovered/resolved. Per the physician, the injury was due to the non-medtronic cerebral embolic protection device and not related to the evolut valve, dcs, or anything related to the valve-in-valve aspect of the procedure. Additionally per the physician, the hypertension was not related to the valve nor the implant procedure. Additional information received indicated that a transthoracic echocardiogram (tte) was performed three days after the implant of the valve. The tte revealed a hyperdynamic left ventricular systolic function with intra-cavitary gradient of 100 millimeters of mercury (mm hg). A left ventricular intra-cavitary gradient was diagnosed. An uptritration of metoprolol was required. The event required prolongation of existing hospitalization. Five days later a non-routine diagnostic tte was performed and revealed the left ventricular cavity was normal in size and the left ventricular systolic function was normal. The left ventricular intra-cavitary gradient was noted as resolved.